Manufacturer narrative:
(B)(4). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade not specified.

Event description:
Healthcare professional reported left rupture. Healthcare professional later reported left side capsular contracture, baker grade not specified. Device explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual and microscopic analysis was performed which identified: sharp opening on posterior and stress marks. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: a sharp pattern on posterior of opening device assessed as a surgical impact opening, for the stress mark in the shell.

Event description:
Healthcare professional reported left rupture. Healthcare professional later reported left side capsular contracture, baker grade not specified. Device explanted and replaced.